Event description:
Information received indicates the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician replaced both gas cylinders to repair the stretcher.